Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and her glucose levels were 319 mg/dl. Troubleshooting was performed and the insulin pump passed the required test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.